Event description:
Country of complaint: (B)(6). Clip applier was assembled, first clip loaded. First clip supplied successfully. Second clip deployed without issue. Third clip did not close on the artery. Fourth clip did not release when surgeon released the grip. At the same time the clip was applied, the clip cartridge dislodged from the applier.

Manufacturer narrative:
Manufacturing site evaluation: the device received was tested with the appropriate clips and the device functioned as intended. The described error could not be provoked. Review of complaint history indicates further action is not required.